Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair and repair of a fascial defect on (B)(6) 2006 and mesh was utilized. The patient experienced pain, swelling and infections postoperatively. On (B)(6) 2015, the patient was diagnosed with an abdominal wall abscess in the umbilical hernia sac and a portion of the mesh was removed. The patient had another surgery on (B)(6) 2015 to remove additional portions of the mesh due to infections. On (B)(6) 2015, the patient undwent a surgical procedure for a fistula that had been created from the bowel and the mesh was resected from the bowel. No additional information was provided.

Manufacturer narrative:
It was reported that the patient was treated for sciatica in (B)(6) 2012. (B)(4).